Manufacturer narrative:
(B)(4): the ecog and impedance data are suggestive of a potential lead break.

Event description:
On (B)(6) 2024, signal artifact was noted on channel 3 and 4, and high impedances on contacts 1 and 4 of the left temporal (non-mesial) depth lead (secured with dog bone with lead protection), indicating a possible lead break. The lead was replaced on (B)(6) 2026. The treating physician reported that the cause may have been related to a recent injury that occurred to the patient's head, unrelated to the rns system.